Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 600 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer required assistance due to bg level to changed their infusion set and cartridge. Customer updated their settings to address the event.